Event description:
The customer reported the system is rebooting on its own. The patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram card and tech processor card. System operates as intended. (B) (4).